Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 1 year and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an ICD lead infection and underwent extraction on (B)(6) 2015. The patient also had a driveline infection. The patient was treated with suppressive antibiotics. Multiple driveline cultures were performed and antibiotic treatments were adjusted accordingly per culture and sensitivity tests. No further information was provided.

Manufacturer narrative:
The specific cause of the reported event could not be determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.